Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support was not able to complete system check as customer did not call back to complete system check and did not respond to multiple follow up attempts. Root cause for the occlusion alarm could not be determined. Blood glucose was 200 mg/dl at the time of event.